Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle was hard to remove. Customer blood glucose value was 7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not receive medical treatment as a result of the needle stick in the body. Customer stated that the needle was hard to remove from the inserted sensor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.